Event description:
Same case as MDR ID: 2134265-2014-07357. It was reported that guide wire entrapment and removal difficulty occurred. A 014/300/sst platinum plus¿ guide wire was used together with a non bsc reentry device. The guide wire became stuck in the catheter and stretched. Another 014/300/sst platinum plus¿ guide wire was then used, but again the wire became stuck and was stretched. The physician noted that he may not have flushed the lumen of the non bsc device enough. The procedure was completed with a pt graphix guide wire. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has distal end damage, as part of overall visual revision. The spring tip was damaged (corewire broken and coilwire unraveled). The most distal section of the spring tip was not returned. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-07357. It was reported that guide wire entrapment and removal difficulty occurred. A 014/300/sst platinum plus¿ guide wire was used together with a non bsc reentry device. The guide wire became stuck in the catheter and stretched. Another 014/300/sst platinum plus¿ guide wire was then used, but again the wire became stuck and was stretched. The physician noted that he may not have flushed the lumen of the non bsc device enough. The procedure was completed with a pt graphix guide wire. No patient complications were reported.